Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced infusion set cannula was bent that leads to occlusion and high blood glucose event which was treated by correction bolus via pump on (B)(6) 2026.the site of insertion was left side of abdomen.